Event description:
It was reported that the patient was not experiencing any symptoms. There were two volume discrepancies greater than 25%. At first refill the expected reservoir volume was 28.5 ml, the actual reservoir volume was 0ml. The drug was then replaced with preservative free normal saline. The expected and actual reservoir volumes were equal at the second refill. Drug was then put back into the pump. The expected reservoir volume was 12.6 ml; the actual reservoir volume was 0 ml. No patient treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.